Manufacturer narrative:
Additional information the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found stretched end with the polypropylene filament broken and detached from the pushwire. The pushwire was found bent at several locations. The tack weld replacement crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. Additionally, the detachment element appeared to be bent with the implant coil broken from the coil shell at the weld. During evaluation, the pushwire was intentionally broken distal to the break indicator, and the release-wire was pulled out from the broken location for evaluation of the coin. Based on the reported information and analysis we are unable to definitively determine the cause of premature detachment; however, it is possible the implant coil stretched and subsequently broke loose from the weld at the coil shell during repositioning. Note: the axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil was prematurely detached during coiling treatment of carotid cavernous fistula. It was reported that during the deployment the physician repositioned the coil one time, while repositioning the coil got stretched and detached. The physician withdrew the coil successfully and replaced it with another coil and finished the procedure. No patient complications were reported.